Manufacturer narrative:
(B)(4). The clip remains implanted in the anatomy. Investigation is not complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
This report is being filed for mitral stenosis. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for chronic, ischemic, functional mitral regurgitation (mr) grade 4+ and leaflet tethering at the anterior 2 (a2) leaflet. One mitraclip ntr was implanted at the a2/posterior leaflet 2 (p2) segment without a device issue. Post implant, the mr was still 4+. Another mitraclip (cds0602-xtr, 80351u186) was implanted at a2/p2 without a device issue. The mr was reduced to grade 2+. On (B)(6) 2018, the discharge echocardiogram, the mr was 1+ and the patient was discharged home the following day. On (B)(6) 2018, during a follow-up echocardiogram, the mr was 2+ and the mean mitral valve pressure gradient was 6.56mmhg. Per physician, this was an increase in mr, however, the increase was unrelated to the mitraclips. There was no reported intervention nor any device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number. There was no reported device malfunction associated with the clip delivery system (cds) and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause the reported mitral stenosis and mr, and the relationship to the device could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.